Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Customer stated they made an attempt to bolus when alarm occurred. Customer's blood glucose was 120mg/dl. Customer stated the drive support cap is sticking out. Advised customer to discontinue the use of the insulin pump. Customer stated they want to try a different reservoir and tubing set to see if that is causing the motor errors.